Event description:
It was reported that while using 4 of the bd relion insuline syringe there was a clear liquid in the barrel. The following was received from the initial reporter: verbatim: pet owner reported seeing "clear liquid" in barrell prior to injection. Stated, he will push the plunger rod to remove the liquid.

Manufacturer narrative:
H6: investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 3044497. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that while using 4 of the bd relion insuline syringe there was a clear liquid in the barrel. The following was received from the initial reporter: verbatim: pet owner reported seeing "clear liquid" in barrell prior to injection. Stated, he will push the plunger rod to remove the liquid.ER stated, he is down to a few syringes.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05oct2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as silicone and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using 4 of the bd relion insuline syringe there was a clear liquid in the barrel. The following was received from the initial reporter: verbatim: pet owner reported seeing "clear liquid" in barrell prior to injection. Stated, he will push the plunger rod to remove the liquid.